Event description:
During prep, prior to inserting in the patient, the hub was noted cracked. There were no other complications and the product was sent for analysis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.